Event description:
It was reported that air bubbles were observed within the cartridge. The customer declined follow-up from tandem technical support regarding the issue; therefore no additional information was obtained. There was no adverse impact on the customer's blood glucose level.